Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for intrinsic amplitude out of range on the non-boston scientific left ventricular (lv) lead. The presenting electrogram (egm) showed an undersensed ectopic beat, with appropriate sensing observed otherwise. There was a reduced battery longevity estimate also observed due to high power consumption. Received additional information the high-power consumption is due to the high programmed lv pacing output at 6v (volts) at 2.0ms (milliseconds). There is no requirement for engineering analysis. This alert will not retrigger until the device is interrogated with a programmer. The device and lead remain in service. No adverse patient effects were reported. Additional information was received that this crt-d had a stored episode of suspected electromagnetic interference (emi). The emi noise was observed on both the right atrial (ra) lead and right ventricular (rv) lead. The noise was oversensed on the rv lead channel. The health care professional (hcp) did confirm the patient had a non-device related surgical procedure performed at the same time the suspected emi was observed. The device and both non-boston scientific leads remain in service. No adverse patient effects were reported.